Manufacturer narrative:
An on-site investigation by customer service found that the detergent a had not been replaced for some time. The exact on-board time was not provided by the customer, however, upon replacement of the detergent a with in-date product, the erratic magnesium results were no longer observed. A review of tickets for list number 01j72-20 did not identify any other complaints and no trends were identified for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Detergent a is used to clean sample and reagent probes. Probes that are not cleaned properly may be a cause of pipetting errors resulting in erratic results. Based on the data provided, the customer appears to have used expired detergent a which resulted in erratic magnesium results. Based on the investigation no product deficiency was identified for the architect c16000, serial number (B)(6) or the clin chem detergent a, list number 01j72-20.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported a falsely elevated magnesium (mg) result on (B)(6) patient generated on the architect analyzer. The results provided were: on (B)(6) 2019 sid (B)(6) = 2.66 / 0.94mmol/l (normal range 0.75-1.02mmol/l). There was no reported impact to patient management.